Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. Received x-rays shows the implantation zone, the yellow secretion cannot be seen. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint on medical: revision ¿ lesions and other was recorded on the batch since ever, and 1 other complaint on medical: revision ¿ lesions and other was recorded on the reference from (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had yellowish secretion after elbow arthroplasty surgery. The patient was prophylactically and proactively treated for infection, however infection had never been confirmed nor diagnosed as all cultures taken resulted negative for bacteria/infection, and the surgeon suspects reaction to the cement. Patient underwent an additional procedure to remove graft and wires that may have contributed to the event. No other patient consequences have been reported related to this event.

Manufacturer narrative:
This is a combination product. (B)(4). Concomitant medical products: humeral assembly for cemented use - ref 32810502506 - lot 11022221. Ulnar assembly for cemented use - ref 32810505302 - lot 64122517. Report source, foreign and consumer - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient had yellowish secretion after elbow arthroplasty surgery. The patient was prophylactically and proactively treated for infection, however infection had never been confirmed nor diagnosed as all cultures taken resulted negative for bacteria/infection, and the surgeon suspects reaction to the cement. Patient underwent an additional procedure to remove graft and wires that may have contributed to the event.